Event description:
The clinic reported that a laser vision correction patient presented with peripheral diffuse lamellar keratitis (dlk) stage 1 in both eyes one day post treatment. The topical steroid dosage was increased and oral steroid was prescribed - medrol dose pack. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of face feeling puffy. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/25 -4.50 x -2.00 x 160, left eye pre-op 20/25 -2.50 x -1.00 x 26.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.